Event description:
It was reported that the asymptomatic patient presented with far r-wave oversensing. The pacemaker was oversensing on the atrial channel just prior to the ventricular sensed event. The device was reprogrammed and the issue was resolved.